Event description:
On (B)(6) 2013 it was reported that the vns patient was requesting to have his vns device removed. The patient stated that the device has been disabled for some time now due to a lack of efficacy. However, after have a seizure the patient noticed that the device has somehow turned itself back on. Good faith attempts are currently being performed.

Event description:
Product analysis of the explanted lead and generator has been completed. No anomalies were noted with either the lead or generator. The entire lead was not returned so the condition of the lead not returned is unknown. The generator was received programmed off with no anomalies observed. The generator was found to be functioning as intended.

Manufacturer narrative:
Analysis of programming and diagnostic history performed.

Event description:
Additional information received revealed that the patient's device (lead and generator) were explanted on (B)(6) 2013 and the patient was not reimplanted at that time. The device information was provided during the call to have the product returned to the manufacturer. A review of the patient's programming history was performed as the product information was known however there was no indication in the review that the device was programmed off. It was noted that the history available to the manufacturer at this time ends on (B)(4) 2012 so it could have been programmed off after that time. The explanted lead and generator were received by the manufacturer however analysis has not been completed at this time.